Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they charged their implant and wanted to increase their stimulation, but every time they tried, they saw the settings not available message. Patient said they could lower the intensity, but since they lowered it, they couldn't get it to go back up. Patient stated they only have 1 group and 1 program, only a1. Agent reviewed meaning of the message and redirected patient to their healthcare provider to further address the issue. Patient stated this message occurred just yesterday. Additional information from the rep indicated that they were able to increase the patient's amplitudes. Rep indicated that the cause of the issue was unknown. Additional information received from the consumer reported that the cause was the leads were not working. They had surgery on (B)(6) 2025 to replace the entire system. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6). Implanted: (B)(6) 2008. Explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6), ubd: 30-aug-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.